Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation as the location of the implant is unknown. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. DHR was reviewed and no discrepancies relevant to the reported event were found. (B)(4).

Event description:
It was reported patient underwent a hip revision procedure approximately 1 month post-implantation due to unknown reasons. The femoral head and poly bearing were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: cer bioloxd option hd 36mm p/n 650-1057 l/n 472140; regen/rnglc+ multi 60mm sz 25 p/n pt-106060 l/n 296620; cer option type 1 tpr sleve -6 p/n 650-1064 l/n 546850; mlry-hd lat por fmrl 10x155mm p/n 11-104210 l/n 000190. Reported event was confirmed by review of surgical op notes provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. X-ray reports reveals the new acetabular cup lateral inclination may be mildly low; however is not directly measurable due to distorted image. The femoral head appeared to be located and well centered within the acetabular cup. Medical records reveal patient dislocated three times prior to the 2nd revision surgery. Operative notes reported the femoral head and liner are removed and replaced with freedom constrained modular head and liner. The cup was found to be quite good position and two screws were placed into the acetabulum for further fixation. With the information provided, a specific cause could not be determined for the reported condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to recurring dislocation.